Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed lesion was located in the calcified and severely tortuous left external iliac artery. On the second inflation, the 4.0 x 40mm sterling over-the-wire balloon ruptured at 4atms. The details for the initial inflation are not known. The procedure was completed with a different device. No patient complications were reported, and patient status is okay.